Event description:
The customer reportedly obtained a 202 mg/dl and 99 mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that he depleted the supply of strips used in event and discarded the strip vial.